Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent thrombosis <(>&<)> occlusion). No results available since no evaluation performed - (device or procedural images not provided for review). (B)(4).

Event description:
During index procedure the patient had one driver stent successfully deployed at lcx. Cag revealed occlusion with an embolism in the 1st branch. Thrombus was successfully aspirated and removed attached to the tip of a rapid transit microcatheter.